Manufacturer narrative:
S/w version 5.2a. Retainer ring= black. Case type =ngp. Customer return pump due to alleged frozen display and unresponsive keypad it was found on 07 february 2023. Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, sleep current measurement, and self-test. Unable to perform the displacement test due to pump error 38 occurring during testing. No frozen display and unresponsive keypad noted during testing. Keypad overlay was responsive during testing. Unit was successfully downloaded using thump for history files and trace files. Pump error 38 occurred on 04/26/2023 09:40 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor and force sensor. The following were noted during visual inspections: scratched case, stained keypad overlay, pillowing keypad overlay, gearbox jammed. P-cap was attached and locked into place properly. Frozen display is not confirmed. Unresponsive keypad was not confirmed. Pump error 38 is confirmed due to gearbox jammed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the down marked buttons on the insulin pump's keypad were not responding and the customer reported a frozen display. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported.  The customer will discontinue using the device. The insulin pump will be returned for product analysis.